Manufacturer narrative:
One curved ultra fast fix assembly was returned for evaluation. Visual assessment showed the depth limiter has been trimmed to the surgeons desired length. No ts or suture were returned. Trigger has been fully advanced indicating a complete deployment. Reported complaint of non deployment cannot be confirmed.

Event description:
It was reported that during a meniscus surgery, after t1 was advanced, t2 did not advanced. No patient injury was reported. It is unknown whether back-up device was available surgery and if there was a delay.